Manufacturer narrative:
H10: the customer was provided with a bench repair quote and was asked to sentdin the device to bench repair center for further investigation.the customer did not send in the device.a good faith effort (gfe) was made to obtain additional information about the alleged issue or malfunction and solution associated with this complaint evaluation, but there is no additional information available.¿no additional information regarding the root cause for the reported issue and its resolution are available as the customer did not made the device available for further investigation.no subsequent calls were received from the customer regarding the reported device and issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they had a speaker malfunction. The device was not used for patient monitoring at the time of the alleged malfunction.